Manufacturer narrative:
Device evaluation: the lens was returned in a specimen cup. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -13.5/+2.5/127 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to elevated iop. The problem was resolved with explant, no replacement lens implanted.